Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6) 2011. During the procedure, the surgeon noted a burr around the locking bar insertion groove and elected to use another bearing that was on hand. No patient injury or delay to the procedure was reported.

Manufacturer narrative:
Condition of the returned device found it to be within acceptable tolerance; no burr was noted inside the locking groove. However, based on the description of the report, a polyethylene burr inside the locking groove would not meet biomet's specifications. The user facility was notified of the event on (B)(6) 2011. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. (B)(4).